Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection showed a bend in the lead's distal part. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further analysis revealed abrasion marks along the lead body. The insulation was intact. In addition cuttings in the insulation were found which resulted most likely from the explant procedure. The values measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, a bend in the lead's distal part was noted. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture, oversensing and pacing not delivered when required. The lead was explanted and a new lead implanted without issue. There were no additional adverse patient effects reported.